Manufacturer narrative:
The insulin pump alarmed button error and had no act and down button response due to corroded keypad traces. We were unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test due to no act and down button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his special needs son took his insulin pump and tossed it into the pool. The patient's blood glucose at the time of incident was 42 mg/dl, which he treated with sugar pills. Troubleshooting was initiated for the button error alarm and keypad anomaly. The buttons were no longer responsive. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.